Event description:
Note: the date of event is 2008. It was reported to boston scientific corp in 2008 that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed about seven days prior. According to the complainant, approximately one week after placement, "the device was damaged." The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received, therefore, the cause of the reported event is undetermined.